Event description:
On (B)(6) 2011, at (B)(6) hospital, quadrox-I (lot number 70050369) while being used in an emergency surgery, blood began to leak from the de-airing stopcock of the arterial filter. Reference: (B)(4).

Manufacturer narrative:
(B)(4). The describe error was analyzed in the maquet (B)(4) laboratory. It was determined that a crack was present in the housing of the stopcock. A definitive root cause was not determined. However, a possible root cause can be attributed to handling failures during mounting of the stopcock. Additionally, a crack of this nature could have been caused by stress or temperature influence during sterilization or transport. (B)(4).